Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 31-aug-2025, the user experienced a low blood glucose (bg) event with a low blood glucose (bg) of 52 mg/dl. The user treated with carbohydrates every 15 minutes until blood glucose (bg) increased to 90 mg/dl and confirmed stable. Blood glucose (bg) was corrected with carbohydrate intake while continuing ilet insulin therapy. No alarms, alerts, or infusion issues were noted. No symptoms during the event, outside assistance, or medical intervention were reported.